Event description:
It was reported that a few hrs after pump replacement and catheter revision the pt felt she was having withdrawal-type symptoms (no specific symptoms reported). The pt went to the ER. The catheter was checked by going through the catheter access port (cap) and the hcp could not aspirate or inject. The pt was brought back to the or. Once the catheter was disconnected from the pump connector, they could easily aspirate and inject, and once the catheter was put back together using the same connector, the hcp could aspirate and inject through the cap. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.